Event description:
The patient was revised due to pseudo tumor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Following inspection of the returned product and review by bioengineering, it was reported that. Root cause: undetermined, it is not possible to say what from the sequence of events which event initiated the eventual need for revision. This failure could be due to the device, patient factors, surgical technique or surgical procedure; it is not possible to say which from the information available. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.